Manufacturer narrative:
Date of event: unknown. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Corrective/preventative action (CAPA) has been initiated.

Event description:
It was reported that when removing the cap of bd syringe 0.3ml 30ga 8mm the hub separated from the device.the following information was provided by the initial reporter, translated from portuguese to english:when removing the orange protective cover, the needle came off the syringe body, getting stuck in the cover together with the plastic part. He has already used 5 syringes and one had this quality deviation.